Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was able to confirm the reported event of probe damage error. A visual and microscopic inspection of the device showed the teflon pad sustained normal wear with no metal exposed. The distal end of the device was inspected under a microscope and a crack was found on the probe. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, a u504 probe damage error occurred. The procedure was completed with a different but similar device. There was no patient injury reported. It was also reported that there was no metal exposed. No additional information was provided.